Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver and an adverse event that occurred on (B)(6) 2015. Patient was on an airplane and experienced a hypoglycemic event that resulted in a seizure. Patient was sent to the emergency room via ambulance and was released 5 hours later. Patient believes that the receiver's low alert never went off. The dexcom technical support representative checked the settings with the patient over the phone and the low alert was disabled. However, the patient said that he was sure it was enabled at the time of the event. At the time of contact, no further injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Neither data nor the complaint device were provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, diabetes mellitus is a known cause of hypoglycemia and seizures.